Event description:
It was reported that during the implant procedure of this sling, the surgeon tensioned and sling tore under tension. The broken sling was removed, and a new one was placed with no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the break was. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that during the implant procedure of this sling, the surgeon tensioned and sling tore under tension. The broken sling was removed, and a new one was placed with no patient complications.